Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the rptr contacted lifescan alleging that the pt's one touch ultra meter had a casing issue. The medical surveillance specialist (mss) spoke to the rptr on march 31, 2009, and was able to obtain/verify information. The reporter informed the mss that the reason why the pt brought the meter to her attention was that she could not code the meter and needed help. While assisting the pt with the meter, she noticed that the back of the device had a "little hole" and appeared to have been "melted." The rptr did not know when the alleged coding issue and casing problem started. However, the rptr mentioned that the pt claimed that she had suffered "night sweats" due to the meter not working. The rptr did not know the following information: when the night sweats began, what treatment or medical attention (if any) the pt received because of the symptoms or meter issues, what her testing frequency was, and what her diabetes management and medication regimens were during the time of concern. While speaking to the one touch customer advocate (otca), the rptr was able to turn the meter on and properly code the device. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt suffered symptoms that can be associated with severe hypoglycemia as a result of the alleged meter issue.